Manufacturer narrative:
Product analysis as found condition: the pipeline flex shield pusher wire was returned for analysis inside a pipeline flex shield outer carton, inside a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex shield tip coil appeared to be damaged. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be broken proximal to the bumper. The ptfe shrink tubing appeared to be intact. No other anomalies were found. Testing/analysis: the broken end of the hypotube of the pipeline flex shield device was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test result indicates that the broken end exhibit features consistent with fatigue, then to overload failure. Conclusion: based on the reported information and device analysis, the customer¿s ¿pushwire break/separation¿ report was confirmed, as the hypotube on the returned pipeline flex shield device was broken proximal to the bumper. The broken end exhibit features consistent with fatigue, then overload failure. Possible causes of pushwire break/separation include vessel tortuosity, resistance of the delivery wire during delivery/retrieval, over-manipulation, and user re-sheathing more than two times. In this event, the customer stated that the vessel¿s tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, resistance of the delivery wire during delivery/retrieval, over-manipulation, and user re-sheathing more than two times could have contributed to the failure complaint. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the broken bumper was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right intracranial (ic) aneurysm c3 with a max diameter of 6mm and a 4mm neck diameter. It was noted that the patient's blood vessel tortuosity was moderate. The landing zone was 3.1 mm distally and 3.3 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the surgeon had no problems until the pipeline ped was placed. After placement, when an attempt was made to withdraw the delivery wire along with the catheter, the tip of the delivery wire was left in the body from the bumper. It was noted that there any resistance or other abnormalities before the detachment occurred. It was collected using a snare, and no abnormalities, damage, or deformations were observed in the catheter. However, upon inspection after retrieval, the physicians noted that the bumper section appeared to be detached. The postoperative findings related to blood flow imaging showed no particular effect. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.